Manufacturer narrative:
(B)(4). Hernia recurrence. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2011.the patient experienced a complete relapse of the initially treated hernia and was diagnosed with a laparocele relapse on (B)(4) 2010. The patient underwent reoperation on (B)(4) 2010.

Event description:
It was reported that the patient underwent an open recurrent ventral hernia repair procedure on (B)(6) 2009 and mesh was used. On (B)(6) 2009, the patient was discharged with no issues. By (B)(6) 2010, the patient had experienced pain and a hernia recurrence and intervention was done on an unknown date.